Event description:
Additional information indicates that surgical intervention was undertaken on (B)(6) 2023 wherein the ipg was situated deeper and more medial in the same pocket to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. Information requested, but not yet received.

Event description:
It was reported that the patient experienced pain at the ipg site. As a result, surgical intervention maybe undertaken at a later date to address the issue.